Manufacturer narrative:
Final device analysis reveals insufficient bond of catheter access port.

Event description:
The hcp reported that the pump was explanted due to "battery depletion". The device was implanted for 66 months. No pt symptoms were reported. The "pump pulled apart while being removed from the pocket". A new device was implanted. The device was returned to the manfacturer for analysis.